Event description:
This is 2 of 2 reports linked to mfg report number 3013886523-2024-00174: a facility reported a hakim valve (ID 823832) and a bactiseal catheter (ID 823072) were implanted on april 29, 2024. On may 10,2024, the patient had fever and cerebrospinal fluid (csf) tested positive. Therefore, the patient received an anti-infective therapy. On (B)(6) 2024, the physician conducted a revision procedure and the devices were explanted and replaced with a new hakim valve (ID 823832) and the bactiseal catheter (ID 823072).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bactiseal catheter (ID 823072) was returned for evaluation. Device history record (DHR)- the product code 82-3072 with lot 7281894, conformed to the specifications when released to stock. All finished goods test results, including endotoxin satisfactorily met the requirements. Failure analysis - the catheters were visually inspected; no defects were noted. The catheters were irrigated, no occlusions were noted. The catheters were leak tested; no leaks were noted. The complaint was unconfirmed. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheters at the time of investigation. A possible root cause for the ¿the patient got fever¿ reported by the customer, could be linked to the patient and hospital surroundings.

Event description:
N/a.